Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. The patient was discharged on 75mg of clopidogrel. The patient came in for their one month follow up transesophageal echocardiogram (tee) procedure. The tee imaging showed that there was a small thrombus that was attached to the closure device. The patient was started on 6000 units of enoxaparin in addition to their clopidogrel. Ten (10) days later, another tee showed the thrombus had resolved and the patient was discharged on clopidogrel alone. L zanarelli et al., p299 watchman device thrombosis following the percutaneous closure of the left atrium appendage a cul de sac in the antithrombotic strategy, european heart journal supplements, volume 25, issue supplement d, may 2023, pages d157-d158.